Manufacturer narrative:
Device passed the displacement test, self test, active current measurement, sleep current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test alerts or power anomalies noted during testing or in power graph generated by adapt power management tool. No rewind anomaly noted. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive or motor anomaly noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, rewind anomaly and drive motor anomaly on the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.